Event description:
A report was received on 05 may 2022 from the home therapy nurse (htn) of a (B)(6)-year-old male patient with a medical history including diabetes and end stage renal disease, who stated the patient ¿coded¿ approximately one hour into a hemodialysis treatment on (B)(6) 2022. Emergency medical services (ems) were contacted and the patient was transported to hospital. Additional information was received on 11 may 2022 from the htn stating the patient did not recover and expired on (B)(6) 2022. Although requested, additional information was not provided.

Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet all quality criteria and manufacturing specifications prior to release. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. UDI: (B)(4).